Event description:
Approximately 3 months following implantation of a coroent small interlock (corosi) anterior cervical interbody implant, screw breakage was noted during a follow-up visit. A copy of the radiograph depicting the broken screw was provided to nuvasive on (B)(6) 2013. The two inferior screws appear to be intact in the radiograph and no migration of implanted parts appears to have occurred. The surgeon's plans for revision surgery are unknown at this time. The patient will continue to be monitored radiographically.

Manufacturer narrative:
(B)(4). The reported event was confirmed via radiographic examination. Revision surgery has not been reported to have occurred to date and the device is not available for further evaluation. Should revision surgery occur and the product be returned, investigation will resume and any relevant information will be reported. Labeling review notes the following: "potential risks identified with the use of this device system, which may require additional surgery, include: device component fracture, loss of fixation, non-union, fracture of the vertebra, neurological injury, and vascular or visceral injury."